Event description:
The caregiver (cg) reported that the home patient (hp) became disconnected from the patient line for an unknown amount of time. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy on the machine. On (B)(6) 2010 product surveillance spoke with the mother who stated she was not certain why the patient line disconnected. The mother stated the patient line of the cassette separated from the transfer set. The mother stated everything was okay until the morning of (B)(6) 2010 when the patient started running a fever. The mother stated she has had no other problems with therapy. The mother confirmed this was the only problem she has had with this lot of supplies. On (B)(6) 2010 product surveillance also contacted the nurse to obtain further product information for the transfer set. The nurse stated the patient was using a full baxter set up, but the issue was not with the transfer set. The nurse stated the mother did not connect the patient line of the cassette securely which caused the disconnect. There was no issue noted with the patient's transfer set and it is still in use. The patient was given prophylactic antibiotics immediately following this incident. The nurse stated this was not a baxter issue; it was the error of the caregiver. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a separation - connection issue of the patient line from the transfer set. The report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on information obtained from baxter's investigation, the cause of the connection issue was user error - incomplete connection. The nurse stated that the care giver did not securely connect the patient line to the transfer set. The homechoice apd systems patient at-home guide instructs users when and how to connect the patient line to the transfer set. Users are also instructed to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.